Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7113564.

Event description:
It was reported that the patient was feeling stimulation in a non-targeted area and was experiencing anxiety or panic attacks with stimulation being on. The patient underwent an early lead pull. The explanted trial leads were discarded.